Event description:
Customer reported the following readings taken within 10 minutes on the aviva system on (B)(6) 2016: 210 mg/dl at 10:33 am, 236 mg/dl at 10:34 am, 109 mg/dl at 10:36 am. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.